Manufacturer narrative:
The technician found the brake casters were worn due to age. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding (brake casters was starting to ratchet from side to side, but bed did not roll in brake mode ). The bed was located in the work area. There was no pt/user injury reported. (B)(4).